Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000439 and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an unknown cardiac ablation procedure with a vizigo sheath and reverse bleeding (a few drops) occurred during puncture. The hemostatic valve was dislodged into the hub. The vizigo short was inserted straight, but the hemostatic valve was dislodged. No air entered the patient¿s body. Replacing the sheath to another new one resolved the issue. There was no patient consequence.